Event description:
It was reported that following explant of his scs system (elective explant as patient no longer needed scs stimulation) , the patient's scs ipg pocket site developed an staph infection (cultures confirmed) with redness, swelling and hardness (date of event is unknown) . As a result, the patient received intra-venous and oral antibiotics, the site was aspirated on (B)(6) 2015 and a wound vac was applied. The physician continues to monitor the patient.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). The returned product was not analyzed as the complaint of infection could not be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.